Event description:
Olympus was informed that during a laparoscopic sleeve gastrectomy, the thunderbeat handpiece stopped working. An unk error was displayed on the generator. Upon visual examination of the handpiece, it was noted that handpiece was damaged and had an exposed wire. The procedure was completed with another handpiece. There was no pt injury reported. Olympus followed up with the user facility to obtain additional info regarding the report but with no results.

Manufacturer narrative:
The handpiece was returned to olympus for eval. The user's experience was confirmed. The teflon pad was found melted and partially lifted from the grasping section. This type of teflon pad damage can result from continuous activation of the output without tissue between the probe and jaw. The subject device was tested using an esg-400/usg-400 and no problem was fond. The handpiece was forwarded to the original equipment manufacturer for further investigation.